Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the hcp (health care professional) went to open the package, the seal was undone. This was discovered prior to use. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one 14.5 fr d/l glidepath 23 cm str catheter with surecuff was returned for evaluation. Gross visual evaluation was performed. The investigation is inconclusive for device package already opened prior to use due to the condition of the sample. The sample was returned with the cover flap of the external packaging to be partially opened, starting from the corner and there appeared to be seal transfer on the portion of the opened seal. All of the components appeared to be present within the packaging and the packaging returned showed the lot number to be rebu0985 and the product number to be 5393270. The time when the package seal was opened and the source of the package seal opening could not be determined. A potential root cause of the reported issue is that the package was opened before use. However, the definitive root cause could not be determined based upon available information. It is unknown if procedural issues and/or shipping/handling issues contributed to the reported event. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2019).

Event description:
It was reported that when the healthcare provider opened the package the seal was found allegedly undone. There was no reported patient involvement.